Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date . H6: adverse event problem. H10: additional narrative. One (1) ilpc443u (certain low profile one-piece abutment 4.1mm(d) x 3mm(h)) and one (1) unknown retaining screw were returned for investigation. Visual evaluation identified signs of usage and the tapered abutment had a fractured screw inside the top end. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were bruxism and diabetes. The reported devices were in tooth location 21 (universal) and were used for an unknown amount of time. DHR review was completed for the subject lot number 2021090888. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture & fracture screw. Therefore, based on the available information, a device malfunction did occur. An unknown retaining screw was fractured inside the one-piece abutment. There is no malfunction (or fracture) on the low profile. The fractured of an unknown retaining screw was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the abutment was fractured by the screw. The procedure was concluded using another abutment. The doctor reported: bruxism and diabetes.